Event description:
It was reported that this pacemaker exhibited undersensing. A readjustment of the atrial sensitivity was performed. In addition, there was a slight increase in the thoracic ratio observed and echocardiogram was then performed with no signs of pericardial effusion. As of this time, this pacemaker remains in service. No adverse patient effects were reported.